Manufacturer narrative:
A complaint investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article, the combined use of minimally invasive access to the right atrium and the ifg graft configuration can provide long term av access in a patient who has exhausted all other traditional access options.

Event description:
Received an article titled "minimally invasive axillary to right atrial graft for hemodialysis access utilizing the intraluminal flow guard graft." The article was to describe a novel approach for establishing av access in a patient without patent central veins by combining a minimally invasive approach to the right atrium with the uniquely configured flixene ifg graft. Per the article adverse events included graft thrombosis at 14 months successfully treated.